Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after running out of insulin while using the ilet system, recorded a peak blood glucose of 380 mg/dl for approximately two hours, and administered 7 units of subcutaneous insulin by pen before disconnecting and planning to reconnect after a two-hour interval. Symptoms included hyperglycemia without reported ketone testing or acute complications. Outcomes included use of backup therapy and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no identifiable device malfunction and an unclear cause for the hyperglycemia. It was concluded that the event was user-managed with external insulin, with cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.